Event description:
According to the reporter, during an open thyroidectomy procedure, while suturing the skin, both the needle and thread broke. The surgeon reopened a pack for suture to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.